Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the calcified left anterior descending artery. The 3.5 x 12mm veriflex stent delivery system was being advanced, but the stent slipped off the balloon and stayed on the shaft. They were able to remove everything successfully. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion.

Manufacturer narrative:
Device evaluated by MFR.: there was contrast in the inflation lumen and blood in the guidewire lumen. The stent was positioned on the shaft 10-11cm from the distal tip. The majority of the stent was damaged with bent, flared and overlapping struts. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the calcified left anterior descending artery. The 3.5 x 12mm veriflex stent delivery system was being advanced, but the stent slipped off the balloon and stayed on the shaft. They were able to remove everything successfully. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).